Event description:
On (B)(6) 2011 explanted lead received from (B)(6). No explant info provided. Unable to send investigational letters - implanting center, implanting physician and explanting physician unk. Pt decreased, cause of death pneumonia.